Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect all the units at the user facility and found them to be functioning properly. All units were tested, confirmed to be operating according to specification, and returned to service. Additionally, the technician was informed that when the carriage did not release right away from the docking station, the employee attempted to pull the carriage, subsequently causing the reported injury. The evolution transfer carriage IFU states, "get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." User facility personnel were counseled on the proper use and operation of the evolution transfer carriage. The user facility was unable to identify the serial number of the carriage involved in the reported event. UDI related data - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that an employee strained their shoulder while unloading an evolution transfer carriage. The employee received medical treatment; however, it is unknown what type of medical treatment was administered.